Event description:
Caller reported customer was hospitalized with high blood sugar and high ketones; was treated with IV insulin. Caller states that the hospital alleges the cause is a pump delivery issue. Caller reported the doctors think the pump is not delivering insulin properly because once her sugars returned to normal, she got back on the pump and her sugars began to go up again. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.